Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: item # 14-107019, femoral head, lot # 004490; item # 00785701320, femoral stem, lot # 63713337; item # hip-unknown-screws-unk, bone screw, lot # unk; item # 010000984, liner, lot # 3453162. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00567, 0001825034-2018-04670, 0001825034-2018-04671, 0001825034-2018-04673.

Event description:
It was reported that approximately 1 month post implantation, a patient underwent a hip revision due to infection. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 1 month post implantation, a patient underwent a hip revision due to infection. All devices were resected. Attempts have been made, and no further information has been provided.